Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. In a product experience report received on (B)(6) 2018 during a routine follow up the electrogram showed a low amplitude, high noise frequency on this lead. Fluctuation of impedance was noted in the daily trend measurements last year measuring from 400 to 900 ohms. During pocket manipulation no noise was seen. Programming changes were done and the physician decided to continue monitoring the patient. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).